Manufacturer narrative:
During the technical inspection, the error description provided by the customer, lens was foggy , could be confirmed. During the visual inspection, a completely fractured distal solder joint was identified, allowing moisture and debris to penetrate the rod-lens system and adversely affect imaging. The damage observed is attributable to improper maintenance and clinical reprocessing. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that lens was foggy. No negative impact in state of health reported.